Manufacturer narrative:
The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. Upon receipt, the pacemaker was interrogated and the pacemaker's memory content was analyzed. The clinical observation was confirmed, the device switched to the battery status "eri" on (B)(6) 2014. However, the battery history was evaluated indicating no elevated current consumption. The battery voltage was as expected for a fully charged battery. Therefore, a reset of the "eri" status was successfully performed. Subsequent interrogation yielded the battery status "ok". A stress test under different temperature environments was initiated. The battery status of the device was as expected. During a detailed investigation of the returned device data it was noticed, that the battery status was not triggered by a permanently depleted battery. Moreover, a combination of a temporary slight and reversible drop in battery voltage as well as an extreme high current consumption program triggered the battery status "eri" . The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the analysis revealed that the battery status "eri" was not declared by a premature battery depletion. Instead, a temporary drop in supply voltage in combination with an extreme high output program led the device to switch into the battery status "eri".

Event description:
This device was explanted and replaced due to eri after being implanted 2 days. The competitor's rv lead had micro dislodged the day after implant. The physician programmed the device to max outputs until the lead could be repositioned. When the physician went to reposition the lead, this device showed eri. The physician chose to explant and replace this device. There were no adverse patient events reported. Should additional information be received, this file will be updated.